Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported using the infusion sets since (B)(6) 2010 and several times the infusion set is leaky between the soft cannula and the self-adhesive. Pt stated, he experienced an elevated blood glucose level on (B)(6) 2011. Pt reported eating and administering 8.0 units of insulin via the infusion device at 11:30 am and then at 1 pm, pt reported a blood glucose level of 317 mg/dl. Pt stated, he administered 12.0 units of insulin via the infusion device and afterwards saw that his t-shirt was wet. Pt reported, the infusion set is leaking between the soft cannula and the self-adhesive of the infusion set. Pt stated, his blood glucose level at 3:02 pm was 443 mg/dl. Pt's normal blood glucose level was not provided. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Request return of the alleged infusion set for evaluation.